Event description:
The pt reported that she fell. Following the fall the pt experienced leg numbness which was mostly at night. She also reported that all of her right toes curled down, and her left big toe curled upward. Add'l info received from the hcp reported that the pt did not have any symptoms. The pt's neurostimulator was reprogrammed in 2008. The pt recovered without sequela.